Manufacturer narrative:
Please note a correction was made to section. (B)(4).

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was discarded by the hospital.

Event description:
During preparation for a medical procedure, the physician had difficulty advancing a benchmark delivery catheter (benchmark) into the peel-away introducer sheath and subsequently, the benchmark became kinked. The benchmark became kinked prior to use and therefore, was not used in the procedure. The procedure was completed using a new benchmark.